Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro dissection tip image was cloudy. The harvester removed the device from the patient and noticed a fine powder on the inside of the tip. They tried to clean it with a swab but was still cloudy. An accessory kit was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer . A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).